Event description:
Customer alleges using scooter last december when it rolled backwards, turned over, and fell apart.

Event description:
Customer alleges using scooter last (B)(6) when it rolled backwards, turned over, and fell apart.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. Also, the device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Customer alleges using scooter last december when it rolled backwards, turned over, and fell apart.

Manufacturer narrative:
The device was returned for evaluation. The evaluator could not replicate the alleged event.

Manufacturer narrative:
The model number, serial number and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.